Event description:
It was reported that the ilet did not charge on the pad, showing a continuous blinking indicator without ever displaying a solid charging light, consistent with a charging problem associated with the battery charger. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a power source problem consistent with a charging problem isolated to the battery charger. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.